Manufacturer narrative:
The t: slim pump user guide states to only use single-use, disposable t: slim cartridges. The efficacy of the t: slim pump can not be guaranteed if cartridges are filled more than once. In addition, the user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms in the past. The customer's blood glucose level was elevated during the occlusions. The customer had changed out the supplies. The customer was currently using a non-tandem pump. Tandem technical support perform a system check with the current supplies and the tandem pump was found to function as expected. The customer indicated that the cartridges and syringes are reused. The cartridge was charged approximately every 3 days.